Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic following an unrelated therapy procedure. Upon interrogation, the patient's right ventricular lead exhibited elevated unstable capture threshold values. No intervention was performed and the patient will continue to be monitored. The patient's condition was stable throughout the event.